Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer displayed a warning concerning overheating. It was also indicated that the system fan was noisy and that multiple external components required replacement. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a warning concerning overheating of the programmer. It was also reported that the programmer functioned very slowly and frequently lost telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event.